Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had their entire pacemaker system extracted due to pocket infection. The patient was in stable condition.